Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 09/21/2021 it was reported by a sales representative via sems that an abs-10060r angel system displayed insufficient fill alarms. This was discovered during use in a rotator cuff repair performed on (B)(6) 2021. The case was completed without utilizing a prp injection with no patient effect. See (B)(4) for related case.